Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported the patient's implant was shocking him at the pocket site. It was unknown if the patient experienced symptoms when the implantable neurostimulator (ins) was off. It was unknown if there were any trauma or falls related to the issue. It was unknown if the change in therapy was related to positional movement. The rep later reported that she met with the patient on (B)(4) 2016 and the patient noted the shocking started two to three months prior and the shocking was more intense and more frequent at the time of the report. The patient noted the shocking occurred only when stimulation was off and when he moved into different positions. The patient had no falls or trauma that lead to the issue. The shocking was located at the ins pocket site on the left side. The ins was not moving around in the pocket and did not feel like it was tilted in any way. The rep had not tried reprogramming yet because the patient was getting good therapeutic relief besides the shocking. The rep tried palpating around the ins pocket site, but was unable to illicit a shocking response. The rep noted she initially saw that the patient's ins battery was low, but after doing an impedance check, it was showing end of life (eol). However, the rep could still turn stimulation on and the patient confirmed he was feeling stimulation and it felt good. Electrode impedance was between 134-494 ohms. The patient was standing at the time. The rep noted 2 and c were showing 134 ohms and confirmed this later on the patient's print out. The rep re-ran electrode impedances after therapy measurement, so she had a current and accurate reading. The rep then saw the lowest value at <(><<)>50 ohms and the highest at 494 ohms. <(><<)>50 ohms was showing at 0 and 2. The rep ran a therapy measurement at 2.5 v and 210 pw and showed 611 ohms at 60 ma. The rep stated the patient was programmed at 0 and 3. The patient was sitting when these ran. The rep re-ran electrode impedances at 2.5 v and 210 pw while the patient was standing and got 495 ohms as the highest value, 31 ohms as the lowest value, and ??? For c/3 and 1/2. The therapy measurement was showing 643 ohms and 57 ma. The rep ran electrode impedances again using 4.0 v and 210 pw while the patient was sitting. All impedances showed within range with the lowest being 156 ohms on 2/c and the highest being 206 ohms on 0/2 and 1/3. The rep stated the ins was going to be replaced soon. Additional information received from the rep reported is was unknown if the ins was the cause of the shocking sensation. Since the ins was at eol, it was scheduled to be replaced on (B)(6) 2016. If additional information is received, a follow-up report will be sent.